Event description:
The patient received a 3.5x18mm cypher stent in the saphenous vein graft (svg) to the right coronary artery. Six days later, the patient had hives, itching, chest pain, and a swollen throat. She was admitted for a few days and was given benadryl. The stent was checked and was noted to be fine. The patient's symptoms are still ongoing. During a follow-up call, the patient stated that she felt much better, and has had no attacks since 12/15/05. She stated she had not known that the stents had medication on them. The patient was informed about the medication on the stent, and its elution times. She reported that she started feeling severe chest pain and she thought she was having a heart attack or a clot, but she stated that a repeat test had shown that the cypher stent was fine. She also had a rash with raised bumps on her stomach. She went to a doctor who thought it was hiatal hernia, but an endoscopy was negative. She stated that she had a non-medicated stent placed in 2000 when she had her double bypass, and was concerned about her stent options should she need one in the future. She stated she had also been placed on plavix, aspirin and crestor after receiving the cypher, and later on nexium and zantac when the doctor had suspected hiatal hernia.

Manufacturer narrative:
The female patient with a history of coronary bypass surgery, arthritis and emphysema underwent the implantation of a cypher stent to the saphenous vein graft (svg) used to bypass the right coronary artery. Approximately six days later, the patient reported throat swelling along with hives, itching, and chest pain that required hospitalization. The patient was medically managed and repeat testing (details unknown) revealed that the stent was "fine". The patient was discharged a few days later. The patient was taking plavix, aspirin and creator following stent placement. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Allergic reactions are a known potential adverse event associated with the placement of a drug-eluting stent. Based on the available information, it is not possible to determine what factors might have contributed to the events as reported.